Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused bumetanide during patient therapy and the patient developed hypokalemia. On the day of the event, a bumetanide bag (25mg/100ml) was replaced with a new bag at 00:48. The bag was set to run for 25 hours with a rate of 1mg/hour (4ml/hour). At 02:54 a potassium level was taken and was found to be 2.9mmol/l requiring a potassium repletion of 80meq. At 10:27 that same morning, the bag was found empty and needed to be replaced. At 10:32 the potassium level was again taken and remained low at 2.8 mmol/l requiring a repletion of 100meq of potassium. It was noted that although hypokalemia is a common side effect of loop diuretic infusion, the persistent hypokalemia despite repletion could have been due to bumetanide over infusion. No further information was available at the time of this report.